Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rouc-rn-y procedure. While at the first firing on the stomach, the stapler green button depressed and the reload partially fired. The stapler opened but the buttress was slightly attached and needed to be cut out. A new sulu was attached and loading and unloading became difficult. The case was completed using a new handle. Resected and re-stapled. No patient injury.